Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effects of angina and stenosis are listed in the xience v and xience nano everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Patient presented with angina on (B)(6) 2016 and was diagnosed with re-stenosis of an unknown xience stent in the posterior left ventricular branch of the right coronary artery, at the bifurcation with the posterior descending artery. Date of original implant is unknown, but it was several years ago. Procedure to treat the re-stenosis of the complaint device was performed on (B)(6) 2016 as follows: pre-dilatation was performed with a compliant balloon, then a xience alpine stent was implanted, and post-dilatation was performed with a non-compliant balloon. The procedure was a success and there was no device malfunction or adverse patient effect during the procedure to treat the re-stenosis. No additional information was provided.